Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the papilla during a procedure to treat bleeding from the papillary region performed on (B)(6) 2025. During the procedure, the clip was pushed in but had not come off. The procedure was completed with a different clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block e1: initial reporter city: (B)(6). Block h11: investigation results the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and without any visible issues and after functional inspection the device was able to perform a full deployment without any problems. Microscopic examination was performed, and it was found that the device without any visible issues and evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of "clip failure to release from catheter" was not confirmed. Investigation found that the device was returned with the clip assembly and with evidence of full deployment. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. E1: initial reporter city: (B)(6).

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the papilla during a procedure to treat bleeding from the papillary region performed on (B)(6) 2025. During the procedure, the clip was pushed in but had not come off. The procedure was completed with a different clip device. There were no patient complications reported as a result of this event.